Manufacturer narrative:
The investigation of this event is ongoing, and a supplemental report will be submitted if additional relevant information is identified. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Information from this event has been captured in complaint # (B)(4).

Event description:
Kimberly-clark received a report stating, "two separate slip/fall incidents were reported in (B)(6) in the hospital lab and or. According to a report from the distributor (B)(4), one of the employees that fell had to spend a night in the hospital. It was reported that the product being used during the incident did not have adequate tread/grip." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record #(B)(4).